Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance was steady at approximately 524 ohms through (B)(6) 2014, then rose out of range by (B)(6) 2014. Concomitant medical products: d284drg ICD, implanted (B)(6) 2010: (B)(4).

Event description:
It was reported that during device interrogation, the atrial showed high impedance. The lead also had varied and elevated pacing capture thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.